Event description:
The customer reported the system would not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the rtos and gpos, and reloaded software. System operates as intended. (B)(4).